Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, the pediatric patient developed a skin reaction. The sensor was removed from the patient and an infection was noted. The affected area was bleeding, there was purulent drainage, and the patient´s hand was very swollen. The patient was taken to a doctor and the pus was drained from the affected area. The patient was treated with oral antibiotics (flucloxacillin). The patient recovered but still had a lump on his arm at the time of the report. No additional patient or event information is available.